Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the clinician took an automatic (masimo root) bp done on their right arm while laying down, and received a reading of 131/81. The caregiver stated that they felt this was high, and went to find a dinamap to take a secondary reading. The second reading was done automatic (dinamap) on the same arm, with the same cuff, with the patient, in the same position approximately 22 minutes later at 5:35 am. This reading came back as 120/75. No patient impact or consequences were reported.